Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in china. It was reported that the ¿head error¿ occurred on the rotaflow console (rfc) and rotaflow drive (rfd) during treatment and the pump stopped. A backup device was immediately used. According to the getinge ssu (sales and service unit) dated on 2024-05-23 the rfc is not affected. It was detected that the rfd is damaged and needs to be repaired. No harm to any person has been reported. The reported failure ¿head error¿ could lead to the pump stop and due to the reported exchange during use a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china. It was reported that the ¿head error¿ occurred on the rotaflow console during treatment and the pump stopped. A backup device was immediately used. No harm to any person has been reported. The reported failure ¿head error¿ could lead to the pump stop therefore, a report is required. According to the ssu (sales and service unit) dated on (B)(6) 2024 the rotaflow drive was detected as defective but the customer confirmed not to order any repair due to the age of the device (produced in 2012). Based on the investigation results the reported failure "head error" could be confirmed. The head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result, the rota flow drive and / or the control board has to be replaced. The review of the non-conformities was performed on (B)(6) 2024 and during the period of (B)(6) 2019 to (B)(6) 2024 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow drive with s/n (B)(6) was produced on (B)(6) 2019. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise, the rotaflow console may be damaged. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow) has been manufactured on 2012. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china. It was reported that the ¿head error¿ occurred on the rotaflow console during treatment and the pump stopped. A backup device was immediately used. No harm to any person has been reported. The reported failure ¿head error¿ could lead to the pump stop therefore, a report is required. The affected rotaflow console (rfc) with s/n number (B)(6) and the rotaflow drive (rfd) with s/n (B)(6) was investigated by a getinge service technician and the reported "head error" could be confirmed on the rfd. The affected rotaflow drive with s/n (B)(6) has been replaced with a new drive with s/n (B)(6). The unit is back in use. Based on the investigation results the reported failure "head error" could be confirmed. The most probable root cause for the reported failure "head error" could be determined as: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow drive) has been manufactured on 2012. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
Complaint ID: (B)(4).